Event description:
A hospital nurse reported that this peritoneal dialysis (pd) patient was hospitalized (B)(6) 2026 through (B)(6) 2026 due to abdominal pain. During follow-up with the pd clinic, it was reported that the patient was diagnosed with peritonitis. No further information was provided at that time. Additional information was provided through follow-up with the peritonitis dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2026 due to a non-functioning pd catheter. The patient had notified the pd nurse of the issue, however; did not come to the clinic despite being offered several appointments. In the ER, the patient had pd cultures drawn. The patient was admitted to the hospital. The patient¿s white blood cell (wbc) count was 5,074. The cultures were positive for rare streptococcus gordonii. The patient was administered with antibiotics in the hospital with intravenous (IV) zosyn (unknown dose). The patient was discharged on (B)(6) 2026. The antibiotic therapy changed to intraperitoneal (ip) vancomycin 2g every 5 days and ip ceftazidime 1g daily initially for 1 day until the final culture was received. The vancomycin was then discontinued, and the ceftazidime was given for 14 days. The patient continued ccpd during recovery. The patient had a repeat culture on (B)(6) 2026 which was negative. The cause of the peritonitis was attributed to the patient not wearing a mask and poor hand hygiene.

Manufacturer narrative:
Additional information a2, a4, b5 clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty cycler set. Additionally, there is no allegation or evidence of a cycler set defect reported for this event. The cause of the peritonitis was attributed to the patient not masking and poor hand hygiene. This is supported by the patient¿s culture results of streptococcus gordonii, an organism found in the oral cavity of humans. Based on the available information and no allegation of a defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Upon receipt of additional information, it was determined that the event reported in MFR 8030665-2026-00275 was related to a touch contamination event, and is not a reportable event related to the fresenius cycler. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2026-00275.

Event description:
A hospital nurse reported that this peritoneal dialysis (pd) patient was hospitalized (B)(6) 2026 due to abdominal pain. During follow-up with the pd clinic, it was reported that the patient was diagnosed with peritonitis. No further information was provided at that time. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. It was not confirmed if the infection did spread to the patient¿s lungs or if the patient had a separate issue aside from the peritonitis. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.